Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the silicone piece (sheath) on the synchroseal instrument broke/tore during intraoperative use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon was able to visualize that the instrument sheath was torn at the instrument wrist towards the end of the procedure, but chose to finish the procedure without switching instruments. The instrument sheath appeared torn or separated, but there were no fragments obviously missing and no fragments were noticed in the patient's body. The surgeon did not report any instrument collisions or other instrument damage during the procedure. The instrument was able to be removed easily from the cannula without any sticking or resistance. When the instrument was removed, an or staff member pushed the torn instrument sheath together and said that the pieces aligned perfectly with no fragments missing. An x-ray was performed to locate for a possible fallen piece and confirm that no fragments had been left behind or fell in the patient's body. The instrument was disposed off after the x-ray was completed with no reported patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since it was confirmed that the referenced synchroseal instrument was disposed and will not be returned, the information gathered indicates that the device did contribute to the customer reported issue.